Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an alert due to low out of range shock impedance measurements on this non-boston scientific right ventricular (rv) lead. The health care professional (hcp) reached out to technical services (ts) for consultation. Upon further review, ts noted that it appeared the patient was seen in-office the following day after the alert was triggered and at that time, tachycardia therapy had been turned off. Ts recommended further review of patient records. At this time the device system remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).